Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. Upon inspection, the field service engineer (fse) found that the auxiliary drawer was off the bus and required maintenance. The communication led on the pyxibus module controller (pmc) was illuminated, while both drawer open leds were off, indicating the drawers were closed and unresponsive. After reseating the drawer cables and power cycling the station, the drawer became functional in hardware test application (hta) diagnostics. However, application testing showed a pocket failure in the drawer with no recovery. The fse replaced the drawer controller and retractor band. After power-up, all pmc leds turned off. A replacement pmc from non-inventory stock was installed, reconfigured, and recovered successfully. Final testing in both application and hta diagnostics showed no issues. The customer verified the fix. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had failed drawer and machine have shut down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.